Event description:
It was reported that the patient received inappropriate shocks for supra ventricular tachycardia (svt). The device was reprogrammed to a higher rate to avoid the shocks and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Device remains in use.